Event description:
Customer reported the display on the c-arm is not working. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the left and right control panel assemblies. System operates as intended. (B) (4).